Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information received by medtronic indicated that the customer experienced hypoglycemia and the blood glucose value was 33 mg/dl at the time of the event with the symptoms of passing out and the customer was treated with the glucose, emergency medical service. Troubleshooting was performed and it was verified that the pump was utilized within 48 hours of the event along with the active auto mode feature. No further patient complications were reported. The customer will continue using the device and the device will not be returned for analysis.

Event description:
Please update b5: customer states they fell and broke their ankle due to the low blood glucose event. Please update h6: please add: 1848 (fall) ¿ t000. 1870 (fracture) ¿ t000.

Manufacturer narrative:
Information has been corrected which was not correct in the initial report. The information has been provided in section b5, h6 with this report. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.